Event description:
It was reported that the physician was able to "flip the petals" of the subject stent; however, midway through deployment, they attempted to re-sheath and reposition it but were unable to do so. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿flow diverter stent difficult/unable to re-capture into microcatheter¿.

Event description:
It was reported that the physician was able to "flip the petals" of the subject stent; however, midway through deployment, they attempted to re-sheath and reposition it but were unable to do so. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.